Event description:
During an arthroscopic shoulder procedure, the tip of the bur broke off and was retrieved. It is alleged it took approx 30 to 40 minutes to retrieved the broken tip. The procedure was completed and no pt injury was reported.